Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a ¿technical failure¿ alarm occurred whilst in use on patient. Reportedly, the device was swapped out. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation was based on the reported event and log analysis of the affected oxylog 3000plus with product serial no. Asjf-0004, manufactured in june 2016. According to the logfile a technical failure could be confirmed at the reported time. The failure "sensor: s6 out of range" was logged, indicating that the measurement value of sensor s6 was outside the physical range. The device alarmed as specified and the ventilation function stops. In case of a technical problem (e.g. "'Technical failure' alarm has occurred") the device alarms visually and acoustically. In this case an alternative independent ventilation device must be used, as described in the instruction for use. The user replaced the device immediately. The patient didn't sustain any health consequences. This failure is usually caused by either the autozero valves or the sensor pcb. Both parts should be checked and replaced if necessary. Afterwards the device needs to be tested according to manufacturer specs. These parts usually do not need to be replaced during lifetime of the device, however in isolated cases they may need to be replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a ¿technical failure¿ alarm occurred whilst in use on patient. Reportedly, the device was swapped out. There were no health consequences for the patient reported.